Event description:
Information was received indicating that a smiths medical level 1 hotline disposables was not detecting the tubing. Additional information was received indicating that the tubing was reported to be working correctly. There were no reported adverse effects.

Manufacturer narrative:
Date received by manufacturer: 05/30/2019.